Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ reporter contacted lifescan (lfs) on behalf of the patient alleging his onetouch ultra meter was prompting an ¿error 3¿ message when he was attempting to test his blood glucose. According to the ot ultra owner¿s manual, an error 3 indicates that the blood or control solution sample was applied prior to the apply sample symbol appeared on the display. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue first occurred on (B)(6) 2013 in the afternoon. The reporter stated the patient uses a set dose of insulin to manage his diabetes. The reported stated on (B)(6) 2013 the patient had less to eat or drink than usual. The reporter stated 1 week later the patient developed symptoms of ¿shaky and weak.¿ the reporter stated on (B)(6) 2013 at 4pm the patient contacted a healthcare professional and was advised to ¿drink juice and get labs done.¿ the reporter stated no other device was used to measure the patient¿s blood glucose. At the time of troubleshooting, the cca determined the patient was using the correct testing process. The cca confirmed the alleged error message occurred with blood. The cca documented the alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the reporter claimed due to the alleged issue, the patient developed symptoms suggestive of hypoglycemia.